Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 22-may-2020: h10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results obtained of 332mg/dl. The expected fasting blood glucose test result range is 80-130mg/dl. The customer did report symptom of feeling nauseous. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the hallway. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/25/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative t, corrected data f) internal report: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results obtained of 332mg/dl. The expected fasting blood glucose test result range is 80-130mg/dl. The customer did report symptom of feeling nauseous. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the hallway. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/25/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results obtained of 332mg/dl. The expected fasting blood glucose test result range is 80-130mg/dl. The customer did report symptom of feeling nauseous. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the hallway. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/25/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.